Event description:
It was reported that the customer broke his belt clip. The customer's blood glucose was 135 mg/dl. The customer stated that his blood glucose levels would go from 40 mg/dl to 400 mg/dl without notice. Troubleshooting for the belt clip was done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.